Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to two consecutive event queue overflow resets. The cause of event queue overflow was determined to be the integrated circuit (ic) in radio frequency (rf) module. The firmware was successfully restored, and the device was tested on the bench. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient received a vibratory alert on the device. During the follow up in clinic, the device was found to be in backup vvi (bvvi) mode resulting in the alert. The device was explanted and replaced to resolve the event. The patient was in stable condition.